Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received for evaluation; however, a photograph of the device was received. Visual inspection of the photograph revealed that there were air bubbles in the tubing, though the picture is not of the full device. The cause of the condition could not be determined. Two retained samples were also evaluated. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The sets were primed and connected to an in-house infusion pump; simulated use testing did not reveal any issues with the retained devices. The condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had air bubbles in the delivery line. This occurred during infusion of an unknown chemotherapy drug. The device was being used with an unknown infusion pump. The air bubbles were between the downstream delivery line and the three-way tap. There was no patient injury or medical intervention associated with this event. No additional information is available.